Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft of the forearm. A 6.0mmx40mm, 75cm mustang¿ balloon catheter was advanced for dilation and the device was initially inflated at 20 atmospheres. However, on the second inflation at 20 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient and the device was removed from the sheath. The procedure was completed with another 6.0mmx40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.